Event description:
It was reported that the pt was not able to adjust stimulation. The pt programmer display showed a "call your doctor" icon with a power-on reset (por) code. The pt had been shopping, but did not notice that she was around any unusual electrical source. The pt was able to clear the por and was feeling stimulation.

Manufacturer narrative:
(B) (4).